Manufacturer narrative:
Covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu). The device passed extended self-test (est) and the performance verification test (pvt). The reported issue is a known failure. Three scenarios may occur when the gui does not function as intended. The upper screen becomes blank; the lower screen becomes blank; the upper and lower screen become blank. Covidien failure investigation has determined that the root cause for the 3 scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba). (B)(4).

Event description:
The service report shows that an 840 ventilator had an erratic graphical user interface (gui) display. The device was not being used on a patient when event occurred.